Manufacturer narrative:
Corrected information: adverse event and product problem. Device available for evaluation = yes. Device evaluated by manufacturer = yes. Additional information: (B)(4). Investigation ¿ evaluation: a review of the complaint history, documentation, drawing, instructions for use (IFU), quality control data, and dimensional verification was conducted during the investigation. Additionally, visual inspection and functional testing of the returned device were performed. One catheter component from set c-gast-1700-rfs was returned in 2 pieces with the proximal end cut off. No damage was noted other than the clean cut to separate the two pieces. The check valve functionality and balloon could not be tested due to shaft separation. The surface of the catheter was noted smooth, clean and free of imperfections. The balloon was verified to inflate, deflate and was not damaged after the inflation test. Design verification and validation activities were performed to ensure that this device meets design requirements and that the device meets the needs of the user. There is no evidence to suggest the product was not manufactured to current specifications. There is no evidence to suggest all items in the lot or similar devices in the field are nonconforming or defective. There is no evidence the product was damaged upon opening. Each device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings, precautions, and the correct deployment procedure. There is no information regarding the treatment regimen of the stoma site. It is feasible to suggest the infection of the stoma was a result of treatment interventions surrounding the taping of the flange to the abdomen rather than the device itself. The tube was cut to release the water but the balloon did not deflate. It is feasible to suggest a particulate may have been left in the lumen of the catheter or in the balloon during the manufacturing process that may have blocked the lumen after inflation. Damage to the valve may have occurred resulting in the device's inability to deflate. Due to the returned condition of the device, we were unable to confirm these potential causes. Based upon the information provided and the characteristics displayed, a definitive root cause could not be determined. Hence, the root cause of this complaint remains inconclusive. We will notify the appropriate personnel and continue to monitor for similar complaints. A risk assessment of the failure mode (failure to deflate) was performed and determined that no additional risk mitigating activities are required at this time.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
International customer reported that a patient underwent placement of a russell gastrostomy catheter on (B)(6) 2017 for a laparoscopic nissen and gastrostomy procedure. The catheter balloon was inflated with 5 ml of normal saline. The clinical staff was unable to aspirate the 5ml of balloon fluid one week post-op to check the balloon. An assumption that no fluid was within the balloon was made and the catheter flange was taped to the patients' abdomen. The catheter site became infected on an unspecified date. Treatment modality of the infection is not known. The patient was scheduled to have the catheter explanted. No fluid was aspirated from the balloon at the time of planned explant. The physician explanted the catheter by forceful pulling on the device resulting in "some" local stoma trauma and bleeding. The extent of the trauma and bleeding was not provided. After removal the gastrostomy tube was placed in a zip lock bag and the balloon deflated slowly over time. Additional information regarding the infection culture, sensitivity, treatment and description of the extent of the trauma and bleeding was requested. The device that is the subject of this report is not available for examination.